Event description:
A malfunction alarm occurred with the pump, indicated by malfunction code 16, and the customer reported no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl; therefore, there was no adverse impact to their blood glucose level. Tandem technical support planned to replace the non-resettable pump, and the customer was instructed to use multiple daily injections as backup therapy. Instructions were given to the customer on using a g7 sensor with the replacement pump and on storing the current pump before returning it via dpd delivery and collection on september 25, 2018.